Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a high blood glucose (bg) level of 745 mg/dl and high ketones. The customer was treated with intravenous fluids of saline and insulin. At the time of the report, the customer was still hospitalized. The customer alleged that the reported issue was due to the pump not functioning as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. However, the customer maintained the allegation that the pump malfunctioned and ¿does not work at all¿. Reportedly, the customer reverted to alternate method of insulin therapy. Multiple follow up attempts were performed by cts to complete troubleshooting, however, customer did not respond.